Event description:
It was reported that the instrument would not connect to the handpiece. The issue was observed during testing. There were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product return to depuy synthes for evaluation. Visual analysis revealed that the kincise 1 emphsys strght impct presents an overall condition consistent with regular use. Additionally, where the kincise gun is connected deformation was observed, also the threaded tip was noted deformed. The observed deformed condition of the device is consistent with a random component failure, which may have resulted from exposure to unintended forces, such as overtightening, off-axis assembly, and heavy usage. A functional test was not performed since the mating device was not returned for evaluation. However, is not unreasonable to think that the damage observed could prevent the device to assemble properly with it. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.